Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had a treadmill test where oversensing was discovered. The primary sensing vector had double counting of the t-wave with the elevated heart rate. The secondary sensing vector was double counting when the patient was at rest. The doctor elected to replace the system with a transvenous dual chamber system. The subcutaneous system remains implanted but is programmed off. There were no additional adverse patient effects.

Event description:
It was reported that the patient had a treadmill test where oversensing was discovered. The primary sensing vector had double counting of the t-wave with the elevated heart rate. The secondary sensing vector was double counting when the patient was at rest. The doctor elected to replace the system with a transvenous dual chamber system. The subcutaneous system remains implanted but is programmed off. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had a treadmill test where oversensing was discovered. The primary sensing vector had double counting of the t-wave with the elevated heart rate. The secondary sensing vector was double counting when the patient was at rest. The doctor elected to replace the system with a transvenous dual chamber system. The subcutaneous system remains implanted but is programmed off. There were no additional adverse patient effects.